Event description:
As reported by the user facility information by bbm sales organization in singapore: "over infusion" according to the complainant, the pump rate was set to 20 milliliters (ml) per hour with a volume to be infused (vtbi) of 100 ml of the medication nexium (esomeprazole). However, after approximately one hour, the bag was found to be empty. No medical intervention was required, and no patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Problem: delivery accuracy out of tolerance over infusion / no sample the device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. A space line was selected and the infusion started with a rate of 20 ml/h and a volume of 100ml. After 1 hour and 6 minutes a upstream alarm occurred. The infusion was continued and the upstream alarm occurred again. The line was extracted. At this time, 18,05ml was infused. No other abnormalities were found. 3. Judgment: 3.1 the complaint could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.